Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse observed the error message in recent alarms did indicate gas loss in iab circuit. However, the fse was unable to reproduce the reported issue. The fse completed the repair with all functional and safety tests per manufacturer specifications. The unit was returned to the customer for use.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) has gas leak error. There was no patient involvement.

Event description:
It was reported that before use by customer, the cardiosave intra-aortic balloon pump (iabp) has gas leak error. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has gas leak error. There was no patient harm reported.